Event description:
Clinical notes were received stating the patient was experiencing psychogenic non-epileptic seizure events (pnes). Within the notes the patient indicated the pnes events began after she swiped a cellular phone against the location of the vns generator, and that the pnes events were triggered by stimulation. Follow up was performed with the patient's neurologist who stated she did not know the cause of the pnes events or the relationship of the events to vns. No additional or relevant information has been received to date.